Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Phone: (B)(6). Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in the advanced position and the cartridge was correctly engaged into lower body of the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Scarce amount of viscoelastic was observed in the preloaded device. The plunger component was locked. The lens was observed stuck at the cartridge tip. The cartridge tip was broken and deformed. The reported issues were verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the nozzle/tip of the injector split. When intraocular lens (iol) advanced the delivery was not smooth and therefore the iol was not inserted. A back up iol was used, and there was no patient impact. No additional information was provided to abbott medical optics.